Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 500 mg/dl. The customer reported having symptoms of nausea, vomiting and difficulty breathing. The customer was wearing the insulin pump at the time of hospitalization. Low battery alerts were reported, advised battery cap would be replaced.